Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. First/given name: unknown / not provided.

Event description:
It was reported that the implant was removed due to pain. Discomfort was reported was a symptom.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified the implant matched prints when measure using caliper. No malfunction was noticed during product evaluation that will contribute to the event. Device history record (DHR) review was completed for the subject lot number (1224873). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number (1224873) was performed for similar events using keyword medical pain and no other similar complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.